Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen became frozen. Reportedly, the touchscreen was cleared and began functioning as intended. Customer's blood glucose level was not impacted.